Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the right atrial (ra) lead exhibited automatic mode switch (ams) with undersensing. Programming changes was suggested, no changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.